Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report: 1627487 -2016-05501. It was reported the patient is experiencing intermittent and positional stimulation from her cervical leads. Reprogramming was unable to resolve the issue. X-rays confirmed the leads have migrated. Surgical intervention may be pending to address this issue.